Event description:
See initial report.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. Based on the investigation findings, the root cause of the reported event was traced back to defective boards and a jammed circulator motor, with potential contribution of water infiltration which could have led to the reported damages. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater cooler 3t system, the incident occurred in (B)(6), united states. Livanova field service engineer was dispatched to the customer facility. The error has been confirmed and, to fix it, patient 1 circuit pump and distribution board have been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed the error patient circuit 1 pump uses too much power (e17). The issue occurred during procedure. There is no report of any patient injury.